Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons was not responding also insulin pump had frozen display. The customer blood glucose level was 113mg/dl. Customer stated the time clock does not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer stated the screen was not completely blank. Customer stated that no alarms occurred during or after the time that the buttons were not responding. Customer stated that insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the insulin pump was not exposed to a change in altitude. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. No button error alarm noted upon testing. No frozen screen alarm noted during testing. Device received with corroded electronic assemblies.